Manufacturer narrative:
Due to indication that doctor was unable to use planned method, and had to use alternate method to remove metal and complete procedure, determined that occurrence should be reported to FDA.

Event description:
Received report that, during a carpal tunnel release procedure, the blade assembly had deposited a piece of metal in the patient's incision while deploying the blade. The doctor was able to remove the metal and complete the procedure using an open method, however it was determined that the occurrence should be reported to the FDA.